Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a temporary pacemaker was used due to complete heart block (chb). Per the physician, the chb resulted from the guidewire (unknown manufacturer) entering the left ventricle. A permanent pacemaker was then implanted due to the chb. No further associated adverse patient effects were reported.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.